Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 342 mg/dl at the time of incident. Troubleshooting found that the pump cannot be cleared by holding down the act button and the pump did not alert with a series of beeps. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump seated and beeped accordingly during the second series of beeps, followed by numbers displaying properly. No prime or fill anomaly was noted. All operating currents were within specifications. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a broken belt clip slot.